Event description:
The pt's spouse reported that pt was acting strange so spouse used the suspect device to check pt's blood glucose. Spouse obtained a result of 113 mg/dl. Spouse then called the emergency medical techncians. Emergency medical technicians arrived and checked pt's glucose on thier meter and the level was 44 mg/dl. Pt was given a glucose IV and orange juice to drink, then transported to the hosp. Controls were not used on the system. The supect device was replaced with new product and then authorized for return to the MFR for eval.